Event description:
Same case as MDR ID# 2134265-2013-04326 and MDR ID# 2134265-2013-04327. It was reported that during a post percutaneous coronary intervention procedure, motor drive unit (mdu) failed to perform pullback. During a post percutaneous coronary intervention procedure, an imaging catheter was attached to the mdu and tried to get image but then non uniform rotational distortion appeared and the image sometimes got lost. After which they push the pullback button on the mdu and it failed to perform pullback. It was further found out that there was a bad cable connection. No patient involvement

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis in good condition with no visible damage or defects observed. Functional testing revealed that the device failed to meet specifications. The cause of the failure is a defective lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-04326 and MDR ID# 2134265-2013-04327. It was reported that during a post percutaneous coronary intervention procedure, motor drive unit (mdu) failed to perform pullback. During a post percutaneous coronary intervention procedure, an imaging catheter was attached to the mdu and tried to get image but then non uniform rotational distortion appeared and the image sometimes got lost. After which they push the pullback button on the mdu and it failed to perform pullback. It was further found out that there was a bad cable connection. No patient involvement.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).